Manufacturer narrative:
Analysis was able to confirm the customers comment regarding the external pulse generator (epg) being unable to power up. The "on/off" button on keypad was found to be out of specification electrically. The hanger assembly was noted to be broken also. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not power on. The device has been returned for servicing. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.